Manufacturer narrative:
The customer¿s report of tubing falling apart- separated could not be confirmed due to the product was not returned for failure investigation. Although a photo was provided by the customer, the location of the tubing falling apart could not be determined. The root cause was not identified as no product was returned.

Event description:
It was reported that the extension set is ¿falling apart¿ while in use even when connections are tightened prior to use. The event occurred in the pre-op, pacu.

Manufacturer narrative:
Report source: corporate resource analyst. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the extension set is ¿falling apart¿ while in use even when connections are tightened prior to use. The event occurred in the pre-op, pacu.